Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2021. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Initial reporter first name: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 model intraocular lens(iol) was removed. The replacement lens used is a non johnson and johnson surgical vision lens. No further information available.